Event description:
It was reported via a hotline call. According to the (rn) registered nurse in the (ICU) intensive care unit she is receiving possible helium loss alarms every 30-45 seconds since turning the patient to use the bedpan. The patient is complaining of abdominal pain, diaphoretic and is very anxious. The rn confirmed there is no blood noted in the driveline, there is no ectopy, and no visible kinking. The patient is "extremely lean" with no excess adipose tissue at the groin (femoral artery) insertion site. The pump continues to alarm while the (css) clinical support specialist is on the phone with the rn. The plan for the patient was to discontinue the (iab) intra-aortic balloon in the am. And the css recommended that the iab be removed now as they are unable to pump without receiving the alarm, and the frequency of the alarm is indicative of a hole in the iab. The rn verbalized understanding and confirmed the physician is already on his way in to the hospital to pull the iab. The rn has no further questions and is going to save the iab once removed. The length of time prior to the event is approx 24 hours. Pump strips were generated but are not available to review.

Manufacturer narrative:
(B)(4).